Manufacturer narrative:
The hill-rom tech found the communication cable had bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 to 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech repaired the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in medsurg at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).